Manufacturer narrative:
Upon receipt, the lead was found dissected some 12.5 cm distal to the is-1 connector pin. 2 cm of lead body between the fragments were not returned for analysis. It is reasonable to assume that the lead was dissected during surgery. The lead fragments were extensively analyzed. The inspection demonstrated a damaged insulation at some 33 cm distal to the is-1 connector pin. In that section, the lead body was found squeezed and deformed. The coating of the conductor cable to the ring electrode was found damaged. These findings can be considered as the root cause for the clinical observation as mentioned in the complaint description. Based on the characteristics as well as the location of the damages, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular first rib entrapment. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
This lead was explanted due to intermittent oversensing. This is the second lead to be replaced for this issue. Should additional information become available, this file will be updated.